Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome, spinal pain. It was reported that the patient had been experiencing decreased therapeutic effect since (B)(6) 2016, the patient had contact with a manufacturer representative in (B)(6) 2017 and reprogramming occurred. The patient reported that therapy had been effective, but that they had to start charging daily after the reprogramming. At the reprogramming session the manufacturer representative tried to connect twice before connecting. The manufacturer representative reported they were just informed today of the rest of reported event. The patient was advised by the manufacturer representative to call medtronic in regards to antenna code. The patient reported weight gain since (B)(6) 2016, and poor recharge coupling with fluctuating coupling bars with antenna locate screens during recharge sessions. The patient additionally reported that their ins, seems to "stick out further towards the top of the ins". A replacement insr antenna was sent to address the coupling issue. No additional symptoms, and no additional complications were reported for this event.